Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a slil reconstruction surgery the implant broke while being screwed into a pre-drilled hole, causing the suture breakage. The broken suture was removed from patient and the surgery was finished successfully with a new device with the same part number. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery. Update swit (B)(6) 2024: first the anchor broke and this caused the suture breakage.

Manufacturer narrative:
Complaint allegation is not confirmed. Upon visual inspection, it was noted that the micro screw was not returned, the sutures were broken, and tips frayed, and the distal end of the shaft was bent and chipped around the square edges. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; and prying/leveraging the device during insertion. Per dfu-0087-eo rev 3 - g precautions - 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration 3. Make sure to use the recommended drill bit or punch to create the bone socket.